Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and tactile examination revealed no irregularities on the shaft of the device. The inner shaft was tested and met specification. Functional analysis was done by inserting the jetstream onto a .014 guidewire, the jetstream went over the guidewire with no restrictions or complications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a treatment procedure, the catheter became stuck on the guidewire. The target lesion was located in the inferior vena cava and common iliac vein. This 2.4mm jetstream xc atherectomy catheter and a jetwire guidewire were used for atherectomy; however the catheter was stuck on the jetwire throughout the case. After atherectomy, the devices were removed and the procedure was completed with a new wire, balloon angioplasty and a stent. No patient complications were reported and the patient's status is great.